Manufacturer narrative:
(B)(4). Part manufacture date: april 03, 2015. Part expiration date: february 28, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative event is unknown. Partial UDI number:(B)(4) lot unknown date of original implant procedure is unknown. Per facility, the complainant parts are not available for return. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade cut out of the patient's femoral head sometime postoperative. The patient, who was originally implanted with a trochanteric fixation nail advanced (tfna) proximal femoral nailing system on an unknown date, was returned to the operating room on (B)(6) 2015. During the bipolar revision procedure, the tfna nail, helical blade, and one (1) 5.0mm locking screw were removed. The procedure was completed successfully with no reported patient harm. This report is 2 of 3 for (B)(4).